Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error after delivering a bolus. The patient's blood glucose level was 26 mmol/l at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. The insulin pump passed self-test and no alarm noted. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted.